Event description:
Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported in clinic notes dated (B)(6) 2011 and received on (B)(6) 2011 that the patient was experiencing an increase in seizures, worsening behavior, and irritability. It was indicated that the patient's seizures had been overall longer in duration and occurring more frequently. It was also indicated that during that appointment high impedance was identified and the patient's vns device was subsequently disabled. When the device was disabled the patient appeared calmer. Revision surgery is likely however it has not occurred to date. Attempts for additional information are underway.